Manufacturer narrative:
The evaluation of the customer issue included a review of tickets with no similar complaint found for lot 56403uq12. Trending review determined no trend for falsely depressed results for the product. Return testing was not completed as returns were not available. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on all available information no product deficiency was identified.

Manufacturer narrative:
Per review pt#1 was not added to initial report: b5 product problem: pt#1 initial = 22 mmol/l, repeat = 18 mmol/l;

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
Customer reported falsely depressed alinity c carbon dioxide assay (co2) results for two patients. The customer provided: pt#1: 30, 26 mmol/l; pt#2: 32, 29 mmol/l; (normal range 22 to 29 mmol/l). There was no impact to patient management reported.